Manufacturer narrative:
Findings: unit alarmed unexpected alarm after battery change and resets time/date to factory default, problem isolated to interface board. Unit received with all operating currents within spec and passed the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected signal too low alarm noted during testing. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is experiencing unexpected restart. The customer's blood glucose was unknown at the time of incident. The customer stated the insulin pump has repeated unexpected restart errors, the batteries have been replaced several times also, replaced the battery cap. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.